Event description:
Paramedics attempted to administer external pacing to a 64 yr old male complaining of crushing chest pain. He pt was diagnosed as in third degree heart block with a heart rate of 36bpm. The electrodes were placed on the pt in the sternum/apex position. Each time the operator attempted to start the pacemaker, the leads alarm was allegedly displayed and pacing was inhibited. Medications were administered and the pt was transported to the hosp. The pt's outcome was described as stable and he is pain free.